Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump passed a21 test. Passed self test and displacement test. No a21 alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was rerported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if any significant events leading to alarm. The customer stated that no events leading to alarm. The customer brokes his ankle and his reason for hospital visit. The customer is currently on a back up plan for manual injections. The customer was advised that we will replaced the insulin pump. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.